Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 745 mg/dl and "fell and injured their back again". Reportedly, the customer was using fiasp within their pump supplies. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.